Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During field service installation of the device, the field service rep reported the centrifugal drive motor had noisy bearings. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no pt involvement during this event.